Event description:
The hcp was unable to insert the extension into the second channel of the implantable neurostimulator. The problem persisted with a new extension, so a second neurostimulator was implanted. There was no patient injury associated with the event. The patient was doing fine.

Manufacturer narrative:
(B)(4): the neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.